Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope had b30. Air/water channel with white residue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error message was due to a failed pc board. As for the root cause of the white residue, a definitive cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope displayed a clean message when plugged in. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.